Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was not confirmed on the date of issue. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failed error was found to have occurred on (B)(6) 2019. The reported event of an unknown transmitter issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.